Event description:
The customer reported that the unit went vent inop when the power was turned on. There was no pt involvement. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer said that he replaced the data acquisition to motor controller cable to address the problem. The unit passed all testing.

Manufacturer narrative:
Out of warranty repair. The customer replaced the cable.